Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button issue. The customer blood glucose level was 340 mg/dl. Customer was assisted with troubleshooting. Customer states that she were trying to put carbs in so they could bolus and the insulin pump started cycling and customer could not get it to stop. Customer response button were continuous scrolling without user input and numbers keep cycling. Customer observe time clock for one minute was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.